Manufacturer narrative:
Onsite analysis of the system found no failures. There were no faults found so the initial allegation could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had to register 3 separate times. After the 3rd registration, the system was till inaccurate. Navigation was aborted due to this issue. There was less than an hour delay to the procedure. There was no impact on the patient¿s outcome.